Manufacturer narrative:
Insulin pump received with no act and up button response due to corroded keypad traces. Device was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported via phone call that the keypad on the insulin pump is unresponsive. Customer stated that the insulin pump has not been exposed to moisture. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.